Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included manuals, trending, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Phone number: (B)(6). Health effect code: (B)(4). For incomplete treatment. Field service engineer visited the account after the event and confirmed the error message. He observed while troubleshooting that error was consistently occurring during the transition from the pocket creation to the raster pattern. He replaced z-stepper assembly. Laser is operating within specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that system had error message just after starting the procedure (laser had been fired). Customer stated that they restarted the system however the issue persisted. They aborted the procedure and there was no patient injury reported.